Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned device was thoroughly analyzed. Visual identified that the fiber was received in one piece. Microscopic identified that the tip was degraded. Laser fibers are consumable devices and expected to degrade with use. The light exiting connector was distorted, indicating a connector fracture. A fracture within the sma connector component can occur during procedural handling of the fiber. The fiber connector component may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output up to a complete inability for the fiber to fire which is likely what the customer experienced. According to the device direction for use: the IFU contains instructions for device preparation, reprocessing, and use. No updates are required to the IFU as appropriate warnings are indicated for the reported issue. The IFU states: do not bend fiber at sharp angles. Immediately discontinue use if breaks or fractures appear in the laser fiber. These breaks or fractures may allow undirected emission of laser energy, rendering the distal tip useless and potentially causing harm to surrounding tissues. Carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure.

Event description:
It was reported that during the procedure, the fiber did not fire. The customer attempted to unplug and replug the fiber, however, the fiber still did not work. The procedure was completed with another device. No patient complications were reported. Analysis of the returned device identified a fractured connector.